Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An initial reported by non- healthcare professional states that consumer is having issues with the contact lenses as they are coming out of the blister dirty, and they are uncomfortable to wear. There is a smudge down the middle. Consumer used over wear of lenses. It was also noted that the consumer had a follow-up visit for the right eye (od) ulcer that consumer experienced after using the lens. Additional follow-up information along with medical records received which states that consumer used lenses continuously for three days and experienced symptoms of foreign body sensation, eye redness with moderate severity, corneal ulcer located at infero-central along with one corneal infiltrate with a size of 1mm, corneal staining with moderate severity and involving less than 50% of corneal surface and permanent scarring. The consumer has discontinued with the use of contact lenses during event and was treated with ciprofloxacin 0.3%, one drop for every hourly for first 24 hours, then every four hours, then later switched to tobramycin 0.3% one drops every four hours. Later to continue tobramycin 0.3% one drop bid (twice daily) with prednisolone one drop once daily for one week. Additionally, two follow up visits were scheduled with ecp for prognosis of symptoms. Consumer was able to resume lens wear after the treatment. The current status of the consumer eye is resolved at the time of this report. Additional information has been requested but not yet received at the time of the report.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).